Manufacturer narrative:
The insulin pump alarmed button error and had no act button response due to corroded keypad traces. Unable to perform the displacement test due to no button response. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, cracked case at the display window corner, minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was 5.2 mmol/l. The customer stated no response of any button and battery changed but anomaly persist. Customer stated that the device was not bumped or dropped. The customer was advised that the device will be returned for analysis and is replaced by tnt.